Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis and a blood glucose level was 550 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 23, with issue resolved. Systems check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.